Manufacturer narrative:
The customer was sent a replacement pump. On 07/10/2016, a medela clinician follow up with the customer at which time she stated that she developed the mastitis after 7 months of breastfeeding; she exclusively pumps for her baby. She noticed low suction with her pump. She was treated with dicloxacillin, completed treatment on june 30 and her mastitis has been resolved. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event.

Event description:
On 06/29/2016, the reported to customer service that suction on her pump in style advanced breast pump was low and she developed mastitis and was prescribed an antibiotic.